Event description:
End user said that they were going down a ramp and crashed into a wall and broke their arm as a result. End user states that something stuck on the throttle causing the accident. Dealer stated that the throttle spring was weak and he could not fix it. Later on golden was told that the spring was missing.

Manufacturer narrative:
Golden has replaced the unit and will be evaluated upon it's return. There is no history of spring problems so no conclusions can be drawn at this time.